Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The foot switch cable was rerouted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had uncommanded x-rays outside of a procedure. There is no report of injury or death associated with the event described in this complaint.